Manufacturer narrative:
It was determined that this event is a duplicate of MFR. Report # 0002249697-2016-01653 ((B)(4)). When available, investigation results will be submitted under MFR. Report # 0002249697-2016-01653.

Event description:
It was reported, "case of a tritanium cup failure at three years post op. That is a long time, suggesting that the initial stability was pretty good, but that the cup failed to ingrow, despite this initial stability."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
It was reported, "case of a tritanium cup failure at three years post op. That is a long time, suggesting that the initial stability was pretty good, but that the cup failed to ingrow, despite this initial stability."